Event description:
It was reported that foreign matter occurred with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "during use this batch, the customer complained that the plasma had white near-transparent suspension after centrifugation. Many tubes occurred this issue."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor serum/plasma with the incident lot was not observed. The customer provided photos indicate flocculate material present. Storage conditions, namely refrigeration in most cases will cause the formation of flocculate (precipitated plasma proteins) material. It is strongly recommended that samples be allowed to come to ambient temperature to mitigate flocculate formation prior to analysis. When considering use of multiple freeze/thaw cycles, users should validate their own freeze/thaw protocol for bd ppt¿ tubes. In addition, consult assay manufacturer for recommended transport and sample storage requirements. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. The customer samples were evaluated and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, "during use this batch, the customer complained that the plasma had white near-transparent suspension after centrifugation. Many tubes occurred this issue."